Event description:
The facility representative contacted a technical service representative to report an infuso.r. With "the side syringe is broken ". It is unknown when this event occurred, but occurred in the biomed service. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "the side syringe is broken" issue was confirmed and not reproduced during product evaluation. The assignable cause was determined to be a damaged syringe holder. The syringe holder was replaced in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.